Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure high alarm occurred during a routine hemodialysis treatment which could not be resolved. The circuit clotted due to the amount of time spent troubleshooting. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood lose is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the balance chamber pressure alarm cannot be determined. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding troubleshooting of alarms. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.